Event description:
It was reported that the patient experienced a nocturnal hypoglycemic event with a nadir glucose of 39 mg/dl after accidentally entering two meal announcements without eating, which influenced insulin delivery and led to prolonged low readings until recovery. Symptoms included hypoglycemia with fatigue. Outcomes included self-treatment with oral glucose and return of glucose to range without medical intervention or hospitalization. Investigation included case review and user education on accurate meal entry and avoidance of accidental announcements. Investigation of this case revealed use error related to multiple unintended meal announcements on the ilet interface, resulting in excess insulin delivery and subsequent hypoglycemia, with the device hardware and components not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.